Manufacturer narrative:
Cmpl- (B)(4).

Event description:
It was reported, that low audio output occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, a correction ID required.

Manufacturer narrative:
(B)(4). Lease disregard the MDR awareness date selection of 8-03-2023 under submission : (B)(6) as it should be corrected to 07-18-2023.